Manufacturer narrative:
Product analysis:analysis was able to confirm the customer comment that the programmer would not turn on. Power supply was replaced. Re-seated connection between link electronic module (lem) and micro processor unit (mpu). Replaced nylon standoff. Reconfigured hard drive, reloaded and updated software. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer wouldn't turn on and that it smelled "burnt". The programmer was returned for service. There was no patient involvement.